Event description:
Home patient (hp) reported feeling full, as if hp were overfilled, while using the homechoice cycler for apd therapy. Hp relates that the homechoice cycler is programmed to deliver a last fill volume of 2300mls, which dwells in hp's peritoneum during the day and is drained out during the initial drain of the following apd therapy. Hp relates in 2000, hp began hp's apd therapy with the homechoice cycler, entering into the intial drain. Hp relates that the homechoice cycler was in the initial drain phase for a brief time only before advancing into fill 1. Hp relates that as the homechoice cycler proceeded to deliver the programmed fill volume of 250mls, then hp felt full and called baxter's operational support for assistance. The hp was placed into a manual drain and 2700mls of fluid was drained from pt's peritoneum. Hp relates after the manual drain was performed, hp continued therapy to completion with no further difficulties. Review of the hp's program paramaters revealed the initial drain alarm setpoint was turned to "off". According to the hp, there was no pt injury or medical intervention.